Manufacturer narrative:
The insulin pump passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a no delivery alarm then a button error alarm. The customer's blood glucose was 197 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.